Event description:
Information received from the field notes that the patient had exercise intolerance, shortness of breath and pocket stimulation. The device was found to be in back-up mode. The patient had been exposed to electro-magnetic fields, (welding), but not before the pocket stimulation occurrence.